Event description:
It was reported that during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that when a farawave catheter was inserted, air leak occurred. This was believed to have occurred from the hemostasis valve. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Starter guide wire and dilator were inside the sheath prior to and/or at the time the air was observed. No issues were reported during preparation of the sheath. An infusion pump at the rate of 20ml/h was used for irrigation of the sheath. Guidewire was positioned at the tip when the farawave catheter was inserted into the sheath. The reported air was seen in the aspiration syringe. Blood leak was also noted from the sheath. The leak appeared to have been observed from the proximal end of the handle of the sheath. The leak was classified as a continuous and slow. The bleeding was stopped naturally with no clinical patient consequences reported.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the distal tip of the shaft. As the initial event did not mention this damage on the shaft, it is possible this damage occurred during transportation or storage of the device. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. The reported event was confirmed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that when a farawave catheter was inserted, air leak occurred. This was believed to have occurred from the hemostasis valve. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. Starter guide wire and dilator were inside the sheath prior to and/or at the time the air was observed. No issues were reported during preparation of the sheath. An infusion pump at the rate of 20ml/h was used for irrigation of the sheath. Guidewire was positioned at the tip when the farawave catheter was inserted into the sheath. The reported air was seen in the aspiration syringe. Blood leak was also noted from the sheath. The leak appeared to have been observed from the proximal end of the handle of the sheath. The leak was classified as a continuous and slow. The bleeding was stopped naturally with no clinical patient consequences reported.